Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by user.

Event description:
As reported: "orif was performed for femoral condyle fracture on (B)(6) 2024. However, it was found that fixation was not achieved on (B)(6) 2024. Thus, revision surgery to remove the devices was performed on (B)(6), 2024. The doctor told that the original fracture was severe, and although the devices were implanted in hopes of reducing and maintaining the fracture, the fracture part remained unstable after surgery."

Event description:
As reported: "orif was performed for femoral condyle fracture on february 20, 2024. However, it was found that fixation was not achieved on (B)(6) 2024. Thus, revision surgery to remove the devices was performed on (B)(6) 2024. The doctor told that the original fracture was severe, and although the devices were implanted in hopes of reducing and maintaining the fracture, the fracture part remained unstable after surgery."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented an unknown patient was treated with above locking screw on (B)(6) 2024. Orif was performed for femoral condyle fracture. On (B)(6) 2024, the implant was removed because intended fixation had not been achieved on (B)(6) 2024. A revision implant was not identified. On request we received a surgeon¿s explanation that the original fracture was severe, and although the devices were implanted in hopes of reducing and maintaining the fracture, the fracture part remained unstable after surgery. Medical records were not provided due to hospital policy. If the device is returned or if any additional information is provided, the investigation will be reassessed. With available information a real root cause could not be determined. According to received information the patient¿s condition contributed to the event. With available information a product deficiency was not verified.